Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Despite followup attempts by phone and in writing, there is no further information regarding the exact model or exact serial or lot number of the device, whether it was inspected before use, the other devices in use during the procedure, how the procedure was completed, or whether the hf resection electrode device is compatible with the reported vaporization activity. To mitigate against general device breakage, the device instructions for use for representative hf resection electrode model wa22306d warns against bending the distal tip and states, ¿the hf-resection electrode is a precise mechanical and electrical device which is very sensitive to mechanical and electrical stress.¿ the instructions for use also have pre-procedure directions for inspecting both the device and its packaging for damage and deformation. The device instructions for use also specifies compatible equipment for each hf resection electrode model and states, ¿use hf-resection electrodes only for compatible applications¿, as some hf resection electrode models are contraindicated for vaporization.

Event description:
Olympus was informed via medwatch report (B)(4) that during a procedure for resection of prostate by vaporization, the loop of the unknown model hf resection electrode device broke apart with fragments falling into the patient. The broken off pieces were flushed into the bladder for the patient to eliminate the fragments. There was no reported patient injury. The procedure took place in (B)(6) 2018.